Event description:
It was discovered at routine replacement that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode. The patient had experienced some undesired nerve stimulation. The replacement was completed without complication. It was not reported whether the device would be returned.